Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was not possible to move the cadiere forceps instrument outwards or inwards. It had to be removed with the trocar. The procedure was completed with no reported injury.